Manufacturer narrative:
Device history record in review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.

Event description:
On (B)(6) 2011, consumer indicated tampon came apart as she attempted to remove the product and pieces remained inside her. On (B)(6) 2011, consumer stated some remaining tampon pieces expelled naturally from her body. She did not exhibit any symptoms and her dr indicated she should try and remove any remaining pieces. She was able to remove an add'l tampon piece on her own.